Event description:
The customer reported that during a thyroid experiment on a pig, the water circulation was smooth initially but three minutes later the waterway seemed to be blocked (circulation failure). Another device was used to complete the procedure. Initial eval of the incident sample found the insulation was damaged and the needle was bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.